Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, high pacing impedance on the right ventricular (rv) lead was noted. During the revision procedure, it was noted that the lead was not properly connected to the device header. The lead was properly connected to the device and left implanted. The patient was stable with no adverse consequences.